Event description:
It was reported that the gastrointestinal videoscope sometimes did not display the image. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the plastic distal end cover had a burn. Based on the results of the investigation a root cause could not be identified for the intermittent image could not be identified.: for the burn on the plastic distal end cover it is likely the incident occurred because the high-frequency treatment device was used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.